Event description:
It was reported that on (B)(6) 2021, a 25mm navitor valve was implanted in an annulus with a 65mm perimeter. The valve was released and after two minutes, the valve embolized, moving out of the ring; no paravalvular leak was observed. The cause of the migration is unclear, but suspected to be a mix of factors, including a lot of calcium in the non-coronary sinus, very dilated ascending aorta, and a slightly under-expanded navitor valve. The final implant depth of the navitor valve was 2mm above the ring in the non-coronary sinus. The valve plugged the left coronary artery and the physician pulled a loop on the navitor with a tie to free the coronary arteries with improvement to the patient's condition. A non-abbott valve was implanted. The gradient following the implant was less than 10mmhg. The patient was reported to be in stable condition.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Manufacturer narrative:
Additional information sections: h6, h10. An event of valve migration which plugged the left coronary artery was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the navitor tavi valve instructions for use, artmt600148225 revision a "post-implantation precaution: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."